Manufacturer narrative:
The distributor performed a checkout of the equipment and confirmed the reported issue. The cable from display unit to the vent engine was reconnected which corrected the issue. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. (B)(4). The distributor performed a checkout of the equipment and confirmed the reported issue. The cable from display unit to the vent engine was reconnected which corrected the issue. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. (B)(4).

Event description:
The customer reported observing an error message indicating a malfunction resulting in the loss of display on the ventilator. There was no report of patient involvement.